Event description:
A patient reported that it hurts to chew crunchy foods, and their bottom teeth feel kind of loose, but the top teeth feel great though. The patient said that they had moderate pain the day after switching aligners. The patient stated that their bite feels kind of off and they can't fully close down anymore when they eat. The patient was given instructions to follow. The patient said that they found that only wearing one aligner at night has caused their teeth to shift very quickly throughout the day, which made putting on aligners extremely uncomfortable. Their bite would settle, and their back teeth would make contact after not wearing aligners all day, but their teeth would visibly shift and not look how they wanted them to. As soon as they wear the aligners again their bite would feel off again.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.